Event description:
The explanted generator has been returned to the manufacturer. Product analysis has not occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent battery replacement due to device moving in pocket wanted battery replacement". Information was later received from the surgeon that the cause of the migration is related to no retention suture. The surgeon stated that the suture "possibly torn" this surgery is indicated for patient comfort but also to preclude a serious injury. This surgery would also "prevent lead fracture" . No other relevant information has been received to date. The explanted generator has not been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information ; initial MDR inadvertently included incorrect information.

Event description:
Product analysis was completed in which no anomalies were seen to be occurring with the functionality of the generator. High impedance was seen and is captured in MFR. Rep#: 1644487-2024-00983. No other relevant information has been received to date.